Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated and low blood glucose (bg) levels (values not provided). The customer declined further troubleshooting with tandem technical support, therefore no additional patient or event information could be obtained.